Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that the implant at tooth site # 10 was removed due to a fracture. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per was 'good oral hygiene'. The reported device had been placed on tooth #22 (fdi) for approximately 12 years. X-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review for the lot (60734628) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (60734628) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.